Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a problem with his catheter. The patient was not receiving any flow. A dye study was performed and there was no flow. The patient's health care provider tried to withdraw fluid from the catheter, but attempts were unsuccessful. The patient was scheduled to have a catheter revision. It was further reported that the patient's catheter was revised on (B)(6) 2011. The patient's entire catheter ended up in his spinal wound area. The catheter was replaced with a new catheter. The patient received flow following the revision. The drug in the pump at the time of the event was not reported. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.